Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 389 mg/dl while the cgm sensor was in warmup after a gap in sensor availability, resulting in the ilet operating without paired cgm data. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no further assistance requested. Investigation included troubleshooting and education. Investigation of this case revealed that the ilet was not paired with the cgm due to sensor unavailability and warmup, which can contribute to elevated glucose when automated control is not fully active. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.